Event description:
(B)(4). Extremely thick saliva. Feet and hands cold. Body odor even right after shower. Sharp stabbing pains. Nausea and vomiting. Dizziness. Constipation. Anxiety. Depression. Extreme weakness and pain causing me to be in wheelchair. Thick nails. Everyday headaches. Extreme joint pain. Bed ridden. Fogginess and forgetfulness in brain. Fibromyalgia.